Event description:
The right ventricular (rv) lead exhibited noise/oversensing on stored electrograms (egm) triggering the vhr episode detection, rising thresholds and out of range (oor) chronic low impedance. The lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).